Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #analysis confirmed the customer comment that the unit booted to an error occasionally and the micro processing unit was therefore replaced. It was also noted that the hard drive health was at 99% and it was replaced as a preventive, there was a cracked solder on the electrocardiogram connector and the link electronic module board was replaced and recalibrated as a preventive and the software was reloaded and updated, the system fan was noisy and was replaced and the stylus tip was loose and the stylus was replaced and recalibrated to the touch screen. (B)(4).

Event description:
It was reported that the programmer displayed an error with black screen upon boot-up during a software install. It was also reported that the programmer window did not open smoothly on the left side. The programmer was returned for repair. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.